Event description:
A consumer reported that following intraocular lens (iol) implant surgery, being a fine art photography dealer, she is "unable to discern the optical brighteners in fine art photographs" due to the blue light filter in the lens. She stated that the optical brighteners in photographic paper have the same ultraviolet (uv) wavelength that is blocked out in this filter. She reported she is unable to date the piece due to the prints looking flat - almost digital and there is no more "pop". Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 09/12/2011 and 09/14/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).